Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ventricular tachycardia ablation procedure, while manipulating the intellamap orion high resolution mapping catheter inside the left ventricle, the orion became tangled with the chordae. The doctor was able to successfully pull the orion catheter out of the heart, no tissue damage to the chordae was noted. A different catheter was used to complete the procedure. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that during an ventricular tachycardia ablation procedure, while manipulating the intellamap orion high resolution mapping catheter inside the left ventricle, the orion became tangled with the chordae. The doctor was able to successfully pull the orion catheter out of the heart, no tissue damage to the chordae was noted. A different catheter was used to complete the procedure. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection noted the deployment shaft was kinked/bent/twisted/stretched near the distal end which could affect the curve. The two kinks in the shaft would affect usability. The x-ray image showed a bent and twisted deployment shaft approximately 7.5 cm from the distal end with the neutral deployment slider. The reported event was confirmed.